Event description:
(B)(4). I have had headaches daily that never go away with any type of medication, I have at least 3 weekly migraines, I have blurred vision, ringing in ears, numb arms and legs, severe back and abdominal pain, painful sex, bloating, distended belly, tingling all over, nausea, dizziness, head fog, extremely heavy periods, large blood clots, long periods, urinary tract issues, pressure in abdomen. These issues are bad enough to affect my daily life.